Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Found collimator arms jammed. Unjammed collimator. Homed motion system. System checkout performed. No parts were replaced. A full imaging system check-out was completed following the collimator adjustment and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed "error initializing collimator" during boot up. The system motion was re-homed and the issue was resolved. There was no patient present when this issue was identified.